Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported the iliac limb was inadvertently deployed outside the contralateral gate: however, that was not appreciated until a final angiogram was performed and an endoleak was noted. The physician elected to convert the device to an aorto-uni-iliac system with the use of aortic cuffs and performed a femoral-femoral bypass. The procedure was successful and at the end of the procedure there were no endoleaks present. No add'l info was rec'd and the pt is reported to be fine.

Manufacturer narrative:
Eval results: incorrect technique, procedure (iliac limb inadvertently deployed outside the contralateral gate). Eval conclusions: device failure related to user handling (iliac limb inadvertently deployed outside the contralateral gate).